Event description:
It was reported that the patient stated her stimulation turned off unexpectedly. She checked with the patient programmer and confirmed the stimulator was off. It was also reported that the patient felt stimulation after she had turned stimulation off, sometimes for days. The patient thought that the stimulator was turning on and off unexpectedly. Additional information received reported that the patient canceled her appointment and the reporter had not heard from her since. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).